Event description:
On (B)(6) 2008, this pt underwent endovascular repair for treatment of a thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. Prior to advancing a 22 fr gore introducer sheath with silicone pinch valve, percutaneous transluminal angioplasty (pta) was performed on the pt's right external iliac artery (eia) with a 10mm pta balloon. The sheath was then introduced via the pt's right common femoral artery. It was reported that the physician experienced some difficulty advancing the sheath due to the pt's tortuous anatomy, but was able to obtain proper positioning to successfully implant the endoprostheses. The procedure was concluded. The pt tolerated the procedure. The pt's right eia was reported to range from 7.5mm-10mm in diameter. The pt's pre-operative aneurysm diameter was reported to be 60mm. On (B)(6) 2008, a follow-up examination determined a dissection of the abdominal aorta extending down to the right external iliac artery. The cause of the dissection was unknown. The pt was started on medical hypotensive therapy.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use (IFU), states: successful pt selection requires specific imaging and accurate measurements; adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state is required to assure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit may be needed to achieve access in select pts.